Event description:
It is reported that pt underwent a revision due to detachment of the glenosphere from the baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.